Manufacturer narrative:
An event of damaged tip of dilator was reported. It was also reported that there was difficulty advancing the delivery system over the non-abbott guidewire at the iliac level due to the anatomy of the vein. The investigation at abbott found that the tip of dilator was deformed and damaged split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The cause of damage could not be conclusively determined, however is consistent with damage during use. The splitting at tip of dilator could not be conclusively determined. As a result of this finding, abbott is performing further investigation to monitor this issue.

Event description:
It was reported that on (B)(6) 2023, 14f amulet delivery sheath was selected to implant a 28mm amplatzer amulet. During the left atrial appendage occlusion (laao) procedure, progression of the delivery sheath on fluoroscopy, there was an issue during the insertion of the delivery sheath 14f over the guide wire 0.035"(non- abbott device) at the iliac level due to the anatomy of the vein.the physician checked the groin imaging and tried to advance the sheath over the wire. The physician did retrieve the delivery sheath which was damaged at the tip (dilator), a cut in 2 pieces was done. This was replaced by another delivery sheath 14f introduced with caution through the vein. The procedure went normally till the device 28 mm amplatzer amulet was deployed successfully. At the time of percutaneous closing of the vein, after the delivery sheath was retrieved, the physician confirmed there was a blood leakage at the iliac level confirmed by fluoroscopy. The patient was then taken in charge by a vascular surgeon. The vascular surgeon implanted a covered endoprosthesis to stop the bleeding. The physician believe that the dilator tip has damaged the vein. Patient is stable.

Event description:
It was reported that on (B)(6) 2023, 14f amulet delivery sheath was selected to implant a 28mm amplatzer amulet. During the left atrial appendage occlusion (laao) procedure, progression of the delivery sheath on fluoroscopy, there was an issue during the insertion of the delivery sheath 14f over the guide wire 0.035"(non- abbott device) at the iliac level due to the anatomy of the vein. The physician did retrieve the delivery sheath which was damaged at the tip (dilator), a cut in 2 pieces was done. This was replaced by another delivery sheath 14f introduced with caution through the vein. The procedure went normally till the device 28 mm amplatzer amulet was deployed successfully. At the time of percutaneous closing of the vein, after the delivery sheath was retrieved, the physician confirmed there was a blood leakage at the iliac level confirmed by fluoroscopy. The patient was then taken in charge by a vascular surgeon. The vascular surgeon implanted a covered endoprosthesis to stop the bleeding. The physician believe that the dilator tip has damaged the vein. Patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.